Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support but issue persisted, so pump replacement was arranged under warranty; customer planned to contact healthcare provider for backup insulin therapy, received instructions for storage mode and pump return, and was advised to program pump settings and connect continuous glucose monitor once replacement pump arrived.